Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it is not possible to confirm the reported issue due to the inability to replicate the condition of the event. Without formal replication, we cannot substantiate the occurrence as described. Furthermore, scratched through the insertion pin on both side of the center part were observed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Surgical technique was reviewed and the following relevant statement was found: precaution: do not exert force on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through the locking holes and damage the drill bits. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed as the mating device was not returned. The overall complaint was not confirmed as the observed condition of the aiming arm radiolucent would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.233.006, lot: 314p679, manufacturing site: hägendorf, release to warehouse: 30-sep-2021. A DHR evaluation was performed for the finished device article # 03.233.006 lot # 314p679 and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the aiming arm. When drilling through the most distal lateral screw hole over the aiming device, the drill bit interfered with the aiming device. Although drilling was attempted several times, it did not work. When it was drilled from the inside, it penetrated. The surgery was completed successfully within 30 minutes delay. There are no pieces in the patient. The surgeon confirmed by x-ray. Patient was noted as stable. This report is for one aiming arm radiolucent this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: initial reporter is j&j company representative. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.